Event description:
A report was received stating that a pt suffered a mini stroke 3 days after her implant procedure and was immediately explanted. The explanting physician stated that the pt never had a stroke and that he did not explant the pt's precision system. The pt would not provide any other details.

Manufacturer narrative:
The explanted devices will not be evaluated, as they were not returned to the company.